Manufacturer narrative:
An additional lot number was reported (lot # m020589). No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer received multiple, minimum fill notifications with multiple cartridges. Reportedly, the cartridges were filled with 400 units of insulin. The customer's blood glucose (bg) level was 319 mg/dl. The customer delivered a correction bolus to address the bg level. The customer loaded a new cartridge successfully and resumed insulin delivery.